Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer called about fluctuating blood glucose on her insulin pump device. The patient's blood glucose level was at 266 mg/dl. The customer was helped with trouble shooting and found that external factors such as the patient's cold may have to do with the issue. There was no issue with the insulin pump. No further information provided.